Event description:
As reported, a patient of unknown age and gender presented for an unspecified procedure. As reported by the user, after placement the 4f single PICC fractured where the catheter shaft was attached to the suture wing. There was no report of patient injury or harm. It is reported that the device was retained by the user for return to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was available to be returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.